Event description:
Reporter indicated a patient's vns generator was initially unable to be interrogated following a manufacturer-approved MRI. The patient was then able to be interrogated and programmed following a battery change of the vns wand. However, the reporter stated the patient only felt stimulation once following the reprogramming. It is suspected the off time was to 60 minutes. At the next office visit, the patient's vns output current was found to be set to zero. A programming anomaly is suspected. Flashcard data has been requested.